Event description:
The lid of the suction liner exploded under pressure without warning while in use during an endoscopy procedure. The shattered pieces were triangle in shape but there was no report of injury to the staff or patient.